Manufacturer narrative:
B.5: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 1 tube broke during centrifugation. No adverse impact was reported regarding the patient or user.